Manufacturer narrative:
Only one catheter broke during use. Customer listed both lot numbers, because of the uncertainty of which lot number was involved. No sample is available for the MFR to evaluate. A follow-up report will be sent when investigation is completed.

Event description:
The event is reported as: alleged issue: while inserted in pt the catheter separated at they junction: customer is not certain if both lots listed were involved. Product packaging involved was not kept. Only one catheter broke during use. No pt injury reported. Pt current condition ID unk.